Event description:
A us distributor returned a monitor and reported monitor does not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was due to a defective u1005 component on the computer/analog board. The root cause for the defective components could not be positively identified.